Event description:
It was reported that during the implant procedure, it was difficult to implant left ventricular (lv) lead. During slitting, the lead was slightly coming off. The following day, x-ray photo showed that coronary sinus (cs) main lead was also coming off and re-operation would be performed. Though the lv lead was retried, but it was unstable. It was explanted and replaced. Another vessel was selected for the newly implanted lead, but high threshold was measured. There was difficulty in selecting another blood vessel and finding good position for pacing threshold. Eventually, it was implanted at lateral vein, and the procedure was completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).